Event description:
A non health care professional (facility representative) reported that following implantation of an intraocular lens (iol) the patient experienced intractable glare, halos. The lens was explanted in a secondary procedure and replaced with another lens model for a clinical reason due to intolerance of multifocality. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).